Event description:
User experienced system inaccuracy. Unable to complete adequate registration. When an attempt to re-register with new components, the scope cold not be passed into the pt's trachea; the procedure was stopped and re-scheduled. The pt was not injured.